Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during disconnection from a blood transfer device for drawing labs; blood splashed from bd maxzero needless connector onto the side table. There was no report of patient harm.